Event description:
It was reported that: pt underwent right tha revision surgery second degree osteolysis and polyethylene wear. Pt participated in the tritanium revision study in 2008.

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested, and if received will be provided on a supplemental report.